Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 32 mg/dl and high blood glucose level of 1200 mg/dl. The customer had symptoms such as vomited and was nauseated for low readings and treated with orange juice. The customer was admitted into (B)(6) center on (B)(6) 2004 for high blood glucose. The customer was unconscious. The product was not returned for analysis.